Manufacturer narrative:
The unit was received with a broken off end cap. Unable to perform displacement test due to broken off end cap. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, missing end cap sticker and missing address/serial label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The caller reported via phone call that the insulin pump was broken on the side opposite to the reservoir compartment. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.